Event description:
User facility medwatch received that states: "the valve on the PICC line was difficult to remove. Upon removal of PICC line valve for a blood draw, it was noted that the center of the plastic piece was broken off. The piece was removed successfully and the line was cleared. A new valve was applied. There was no pt harm". Customer contacted and indicated that the male luer of the smartsite valve was the part that broke off. No additional information available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was requested to be returned for evaluation. It has not been received. A follow-up report will be submitted if further information is obtained.